Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It is reported that the pt says the hip has never felt right. Pt has constant extreme pain in the hip and buttock. Pt has dr appointment for (B)(6) 2013.